Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) had a bipolar lead impedance warning triggered. Reported information indicated the patient had not engaged in any unusual activity and no medical visits on the days where the impedance dropped. Review of data indicated a device and/or lead issue. The ipg and lead remains in use. No patient complications have been reported as a result of this event.